Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was connected to the new device and exhibited failure to capture, low impedance, failure to sense, and insulation breach. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.